Manufacturer narrative:
Medtronic implantable cardiac device implant date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced collapse and blockage of their subclavian vein and developed an extensive network of collateral veins across their chest area, neck, and arms. The patient also experienced persistent left arm pain and edema. The lead remains in use. No further patient complications have been reported as a result of this event.